Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: the returned device is in used condition with minor damages consistent with normal use. The first thread on the distal tip of the device is damaged, the damage is consistent with cross threading of the device. Functional inspection. The returned device was functionally checked using a securfit stem (catalog: 6054-1218s, lot mmrp8j). The returned impactor handle was easily assembled and disassembled with the sample stem. The observed thread damage does not affect the functionality of the device; the returned device is deemed functional. Dimensional inspection: not performed because there is no indication the event was related to dimensions of the device. Inspection of the returned instrument confirmed the event, the first thread on the distal tip of the device is damaged, the damage is consistent with cross threading of the device. A functional check of the returned device found the impactor handle to be fully functional. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
During surgery, surgeon thought femoral stem impactor to have worn out threads and wanted us to check it out after case. Upon evaluation after the case stem impactor looks to have worn out threads.

Event description:
During surgery, surgeon thought femoral stem impactor to have worn out threads and wanted us to check it out after case. Upon evaluation after the case stem impactor looks to have worn out threads.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.